Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer experienced high blood glucose. The customer¿s blood glucose level was 33.2 mmol/l. Customer stated that insulin pump had insulin flow block alarm. Customer stated that insulin was not exited with plunger pushed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.